Manufacturer narrative:
(B)(4).

Event description:
It was reported that low sensing and high hv lead impedance was observed on rv lead. Lead was capped and replaced on (B)(6) 2016. Patient's condition was good all the time.